Event description:
It was reported to philips that the batteries are not charging; the customer has tried several batteries, including a new one. He inspected the battery pins, and could see no problem there. There was no reported patient involvement/adverse patient impact.